Manufacturer narrative:
Pump passed self-test and displacement test. All buttons function properly, however, noted moisture damage on keypad traces. Unit successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button five times from (B)(6) 2023 22:45 to (B)(6) 2023 7:07 in pump downloaded history. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, and corroded battery tube. All buttons functioned properly during test, however, moisture damage to keypad traces noted. Stuck button alarm noted in pump download history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the consumer had a concern with the keypad since the stuck button alert was activated, and the keypad was also unresponsive, taking nearly three minutes of a lengthy push to turn off the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.